Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 412 mg/dl, 419 mg/dl, 240 mg/dl, 253 mg/dl, 321 mg/dl. The customer was treated with the manual injection. The troubleshooting was performed for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they had performed the high pressure test and the test was passed. The insulin pump will not be returned for analysis.